Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited increased threshold measurements. The patient experienced phrenic nerve stimulation. The lead was observed to have dislodged. An invasive procedure was performed. The lead was repositioned on the septum, however, small r-wave amplitude measurements were observed. The physician wanted to move the lead to another position, however, the helix would no longer retract. The lead was explanted and replaced with another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function.